Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was observed during review of the activity logs. Review of the customer communication determined that the end user did not have the device shorting plug connected, therefore causing the reported error message. This claim is being closed as user error. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device internally dumped the energy while increasing the energy. Complainant indicated that there was no patient involvement in the reported malfunction.